Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set leaked. The set had been in use for about six weeks. The leak was noticed before initiating peritoneal dialysis therapy. The set was changed. Prophylactic antibiotics were provided. There was no patient injury or medical intervention associated with this event. No additional information is available.